Manufacturer narrative:
The insulin pump received with loose and protruded drive support disk, minor scratched display window and cracked reservoir tube lip. The insulin pump was unable to prime during the prime test due to loose and protruded drive support disk. No compromised force sensor system alarm noted during testing. The insulin pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, displacement test and rewind. Analysis was unable to perform occlusion test and no delivery test due to prime anomaly.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer stated that the drive support cap was sticking out. The customer stated that they did not press the drive support cap back in. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.